Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informed siemens that quality control (qc) data shifted on the advia centaur xp instrument and that patient results were affected. The ccc specialist was informed of that sandwich assay results were low and competitive assay results were high. A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the instrument. There were no error codes during the time that quality controls shifted. A total service call was performed and the sample tubing, short and long, were replaced proactively. A decontamination of the deionized (di) water supply and the preventive maintenance were performed, and in an additional service, the cse replaced the dilutor and syringe. The cause for quality control (qc) data to shift is unknown. The instrument is operational and performing according to specifications. No further evaluation of this device is required.

Event description:
Three discordant falsely elevated vitamin b12 results were obtained on the centaur xp instrument. The initial result(s) were reported to the physician(s). The customer used the same patient samples and performed repeat testing on alternate instruments. The repeated results were lower and a correct report was issued. There are no known reports of patient intervention or adverse health consequences due to the vitamin b12 discordant patient results.